Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. Based on the information provided, a definitive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. MFR site: contact name.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was implanted successfully. To further reduce mr, a second clip was implanted; however, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A third clip was implanted to stabilize the slda clip. Mr was reduced to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.